Manufacturer narrative:
Analysis of the pump revealed no anomaly. The returned pump was interrogated and as per the logs the following medications were being administered: morphine with concentration 20.0 mg/ml at a dose rate of 6.994 mg/day, baclofen with concentration 400.0 mcg/ml at a dose rate of 139.88 mcg/day, and bupivacaine with concentration 12.0 mg/ml at a dose rate of 4.196 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving compounded baclofen with concentration 500 mcg/ml at a dose rate of 140 mcg/day, morphine with concentration 20 mg/ml at a dose rate of 7 mg/day, and bupivacaine with concentration 12 mg/ml at a dose rate of 4.2 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that at the patient¿s last refill appointment there was no medication left in the pump despite the pump and her personal therapy manager showing her refill date in 5 days. The event occurred during normal use. The date of the event was (B)(6) 2018. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). On (B)(6) 2018, the patient started experiencing symptoms of withdrawal and her physician believes the pump was damaged. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced. The issue was resolved. The patient was without injury regarding their status at the time of the report. The pump was in the possession of the pump which was planned to be returned to the manufacturer. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event. The patient¿s medical history included chronic pain.